Event description:
It is reported that pt underwent revision surgery due to pain and suspected loosening of the stem.

Manufacturer narrative:
(B)(4). Date sent: 7/29/10. Info anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Device not returned. The product involved in this event was identified as part of the voluntary recall of endopath xcel with optiview technology.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trocars are leaking; losing pneumo. There was no pt consequence. The case was completed with the devices.